Manufacturer narrative:
Buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. No frozen screen or constant tone alarm anomaly noted. Pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and frozen screen. The customer's blood glucose value was 301 mg/dl. The customer stated that her pump was no longer responsive and it gave a shrill tone. The customer stated that the time was stuck at 8:05. The customer stated the frozen screen occurred after new battery insert. The product was returned for analysis.